Event description:
The customer was hospitalized with high blood sugars. Customer had called in earlier because they had dropped the pump and wnat to make sure it wasn't affected by the impact. Troubleshooting indicated the device was functioning properly. Later, the customer called to report they had been admitted for hyperglucemia.